Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 538 mg/dl at the time of incident. The customer reported that the insulin pump had blank display. The customer also stated that the neither battery cap nor battery compartment was damaged. The customer stated display returned after inserting a new battery. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.